Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited noise. It was previously noted as well that the rv lead had exhibited increased pacing impedance and r-wave amplitude variation. Programming changes were made. Patient condition was stable.